Event description:
The customer reported getting black dots during fluoro. No pts were injured.

Manufacturer narrative:
The ge service rep checked for loose wires or cables. Found and tightened loose ground on system wall plug. Also, asked customer to keep the system plugged into charge the batteries. Re -booted and performed functional testes 5 times. Could not duplicate any errors or problems. System operating as intended.